Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files indicated that the device was released pursuant to the product specifications. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.

Event description:
A patient underwent a laparoscopic sigmoidectomy procedure due to a colonic malignancy. On pod 10, a leak was found and a transverse colostomy was performed without explantation of the ring from anastomosis area. After colostomy the patient became stable. On pod 15, the surgeon confirmed by x-ray that the ring was already expelled from the anastomosis area.